Manufacturer narrative:
Patient weight not provided / unknown. Product to be returned but not yet received.

Event description:
On (B)(6) 2017 the lab reports that the bar (csh04) broke on the left distal extension.

Manufacturer narrative:
No product was returned for inspection. However a picture was provided by the customer for review. The bar appears to be fractured. The work order was evaluated. The customer requested that the designer ¿bring bar extensions right up to existing teeth¿. The DHR and design were reviewed. Per tis536, the distal extension must be between 0 and 10.7 mm. The risk analysis (reference risk analysis project 743 ¿ bellatek bar (formerly known as camstructsure bars)) was also evaluated. While fracture was identified as a potential risk as a result of bar dimensions being designed outside of tis536 requirements, it was determined to be a low and acceptable risk. The bar was manufactured and released per procedure with no documented manufacturing deviations. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. Based on the image provided by the customer, it was concluded that the bar was fractured. Therefore, the complaint was confirmed. A technical root cause could not be identified. It is unlikely the distal extension contributed to the fracture, as the bar was designed per request and tis536 requirements.